Event description:
Nellcor puritan bennett received a call from a rep of homecare on 05/07/1999. Homecare called to report the following problem: stop cycle with all leds and constant single tone alarm.